Event description:
It was reported by customer that pcu generated a system error message (error codes 133.6090 and 133.6090.5) during an end user training session. Per report once the error codes were cleared, the pump functioned properly. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported of the system error codes 133.6090 and 133.6090.5 was not confirmed reviewing the data and no malfunction device were provided for testing. The external and internal inspections could not be performed as the suspect pcu was not received for investigation. The facility provided a description of the event issue and log error. No laboratory testing was able to be performed on the reported device as they were not returned for investigation. The system error code 133.6090 (main speaker failure) is related to a malfunction electronic component on the logic board, mostly caused by a communication/connection error with the power supply board. This type of system error is severe and obstruct access to pcu functions. This system error is also related to error code 133.6080 (backup speaker failure), which is attributed to a malfunction in the power supply board. A full review of the logs could not be performed as the suspect device was not received and the battery log and event logs were not provided. The error code 133.6090 was logged seven times across two consecutive days: june 4, 2025 ¿ logged six (6) times, starting at 6:48 am, then repeatedly between 6:48 am and 10:26 am june 5, 2025 ¿ logged once at 10:01 am the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Maintenance or configurations for the electronic components of the pcu are only authorized by the engineer or quality. The pc unit is shipped with the battery in a discharged condition. Before the pc unit is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. This ensures proper battery operation when the alaris system is first set up for patient use. The pcu records error, battery, and event information in internal log files stored by the logic board. If the pcu unit is available, the log files can be downloaded via maintenance software leave the power cord connected to a hospital grade ac power source whenever available. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported that the system error codes 133.6090 and 133.6090.5 cannot be determined from the provided information and log. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that pcu generated a system error message (error codes 133.6090 and 133.6090.5) during an end user training session. Per report once the error codes were cleared, the pump functioned properly. There was no patient involvement.